Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was performed with tandem technical support (cts) and no issues were identified. Customer¿s blood glucose level was 300 mg/dl.